Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. According to the product development event evaluation, the customer reprocessed 8 nails in which all the end caps melted. The revision f of the product insert contains the following note: the packaging, including plastic end caps, must be discarded prior to sterilization of the device. Only 1 of the 30 nails associated with this complaint contained the revision f of the insert. The previous versions did not contain the note described above. The revision f of the product insert was released and implemented in august 2012. Only 1 of the 30 nails contained the latest version of the product insert. The customer did not check all product inserts, and selected a previous revision of the insert which did not contain the note to remove all packaging. The current revision of the product insert is already up to date with the appropriate information, so no further changes are needed. The updated revision of the product insert and an faq containing the instructions to remove the plastic end cap was sent out to all sales consultants on november 1, 2012 as part of the nail recall communications to insure that they had the most up to date information to relay to their customers. Both of these items were also made available on the synthes trauma nail recall portal page in november.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
According to the reporter, the affected nails were sterilized in response to synthes im nail recall. The sales consultant instructed the facility to follow the sterilization instructions enclosed in the tfn packaging. The particular nail packaging that was used as the reference, did not include the instructions to remove the plastic cap. The result was that all 30 of the facility nails were processed in this manner with a plastic cap in place which subsequently melted. This is 6 of 30 reports for event (B)(4).